Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8709, serial # (B)(4), implanted on: (B)(6) 2001, explanted on: unknown. (B)(4).

Event description:
A catheter fracture was reported. During a fusion on (B)(6) 2012 the catheter was accidently cut so a revision was done the following day. The patient had experienced increased pain due to the interruption in therapy and they were adjusting with oral medications. It was noted that no prime of the catheter was done yesterday once the revision was complete. Per the reporter it was believed the catheter was cut at 2pm (B)(6) so around 6 pm on the day of the report would be when the drug was anticipated to be at the tip of the catheter. The patient was in the hospital and stayed overnight to be assessed. The pump delivered morphine and bupivacaine.